Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: the device pressure was fluttering. The pcb was replaced to update the software. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the unit had a pressure fluttering error and needed an upgrade for the software. The device was plugged into hospital grade outlets, however, the pressure reading fluctuated 15-40mmhg from the set pressure throughout the procedure. There was no patient harm/injury or surgical delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.